Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight and opening extended. A visual and microscopic analysis was performed which identified; missing (0-25%) and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reports rupture and capsular contracture baker grade unknown. Device has been explanted. This relates to the left device.

Event description:
Healthcare professional reports rupture and capsular contracture (baker grade unknown). Device has been explanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reports rupture and capsular contracture baker grade unknown. Device has been explanted. This relates to the left device.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.10., g.3., h.3., h.6.